Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was attempting to load a new cartridge, and had 2 cartridges begin leaking from the septum. There was no reported impact to customer's blood glucose level.